Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 33cm from the terminal pin, not in the notch area - distal to sense b electrode. Visual inspection revealed a complete fractured electrode (sense a and b cables, hv cables, insulations) ~ 33-cm from terminal end (not in the notch area - distal to sense b electrode). In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this system had exhibited high out of range shock impedance indicator. It was noted that during device evaluation there was some undersensing. It was also noted that there was some noisy signals that were contributed due to the damaged electrode. The entire system was explanted and replaced with a transvenous system. This is considered a serious injury as surgical intervention was required. No additional adverse events were reported.

Event description:
It was reported that this system had exhibited high out of range shock impedance indicator. It was noted that during device evaluation there was some undersensing. It was also noted that there was some noisy signals that were contributed due to the damaged electrode. The entire system was explanted and replaced with a transvenous system. This is considered a serious injury as surgical intervention was required. No additional adverse events were reported.